Event description:
Successful actively practicing clinical dentist underwent bilateral cataractectomies with iol placements (B)(6) 2014. Experienced extreme photosensitivity with blurred vision that worsened through the initial several postoperative weeks mandating use of dark sunglasses and avoidance of room lighting. Different ophthalmologist evaluation noted alcon chronic issues with glistenings and recommended lens exchanges. Following completion of lens exchanges in 2017 attending noted yellow color of defective lenses. The visual disabilities caused by the glistenings within the defective iol's was relieved but career was ended by inability to practice clinical dentistry for three years. Alcon reports having never heard a single complaint despite other maude adverse event reports and a staggering array of such defects reported in the literature. Defective lenses contractually mandated to be returned to alcon by explaining ophthalmologist where it was, conveniently, unable to be analyzed. There was a materials composition change in alcon lenses following these events lending credence that alcon and its ophthalmologists- customers are well aware of the glistenings problems.